Manufacturer narrative:
Continuation of d10: product ID 97745nt, serial# (B)(6), product type: programmer, patient product ID 97755-s, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745nt, serial/lot #: (B)(6), UDI#: (B)(4); product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient reported they were getting the system problem rm05 message when charging the implant and the issue began about a month ago. The controller and the paddle part of the recharger would get hot when charging the implant. Patient would let the controller and recharger cool down first then they would finish charging the implant. During the call patient reset the controller and cleaned the controller and recharger pins. There were no damages on the recharger. Patient plugged the recharger and got excellent. Controller was at 70% and implant was at 90%. Patient mentioned the relay box was starting to warm up. Patient lowered the recharging speed from 4 to 3. Agent reviewed it was normal for the recharger to become somewhat warm but not hot when charging the implant and to avoid covering the recharger with blankets or wearing thick material when charging the implant. The troubleshooting steps that were taken on the call resolved the issue. Agent advised patient to call back if the issue persisted.